Manufacturer narrative:
Intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at c4-c5 due to cervical disc prolapse. Intra-op, the implant broke while insertion. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the top of the cage was broken and the locking nut has separated due to the break. Part of the upper cage is missing. The implant cracked in multiple stress points. The implant may have been too small. Per the reported event, the cage broke during the insertion process. This type of damage is consistent with material overload. If information is provided in the future, a supplemental report will be issued.